Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 33s tendyne mitral valve lp was implanted with a small tendyne apical pad. On (B)(6) 2025, a hemolysis had occurred due to perivalvular leak (pvl). On (B)(6) 2025, a re-tensioning was done successfully. And no pvl left.

Manufacturer narrative:
An event of hemolysis and perivalvular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported hemolysis and perivalvular leak could not be conclusively determined. The reported off-label use appears to be related to user re-tensioning the device after it has been trimmed. The reported hospitalization and surgical intervention were results of case-specific circumstances, as the tether length was adjustment after it trimmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.